Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error message and after flashing new version, when transferring network configuration package, asm gives an error that says "connected pc unit wireless/rf card is incompatible with the network configuration. Configuration will not be transferred to pc unit." Unit has wireless n card, was connected before flashing, and all other units with n cards have accepted the configuration package and connected. There was no patient involvement.